Event description:
It was reported to boston scientific corp on 11/23/2009 that a pneumatic hand pump was used during an achalasia dilatation performed on (B)(6) 2009. According to the complainant, the nurse tried to inflate a balloon to the required pressure of 20 psi with the pneumatic hand pump. The nurse was able to inflate the balloon to 12 psi and wasn't able to go further. Another nurse tried and had the same result. The pressure needle reading was fluctuating between 0 and 12 psi. The balloon was removed from the pt and blood was present, indicating that the dilatation had been performed. No perforation had been confirmed. They were unable to confirm how many millimeters the pt was dilated because the pressure reading never reached 20 psi. There is no info available regarding pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported as "no damage to the pt".

Manufacturer narrative:
The reported lot number (13511094) could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unk. (B)(4) - other (inaccurate readings on pressure gauge). Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).